Event description:
Channel b read pump failure. Wasn't able to open any other chamber, nothing (no meds) was running at the time. Clinical engineering - confirmed failure 715: rest timeout communicators failure/case a day failure returned to vendor for eval.